Event description:
It was reported the patient developed an infection at their ¿lead extension connection location¿ that resulted in the explant of the patient¿s leads, extensions, and stimloc caps. It was stated it was a meningitis infection and antibiotic treatment was necessary. It was noted the patient's implantable neurostimulator (ins) was not explanted. Additional information stated the patient was hospitalized as of seven days after report. It was noted the explanted device was discarded by the explanting physician. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3389-40, lot# 0206959082, explanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 0207113407, explanted: (B)(6) 2014, product type: lead. Product ID: 924256, lot# 082221913a, explanted: (B)(6) 2014, product type: accessory. Product ID: 924256, lot# 082208413a, explanted: (B)(6) 2014, product type: accessory. Product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4).